Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the device was not communicating and going offline. The customer reported that there was a delay as the user managed to get medication from another machine. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating to health sight viewer (hsv). A technical support specialist (tss) confirmed that the device domain name system (dns) internet protocol (ip) was wrong. So, the fse updated the ip addresses provided by hospital information technology team (hit), and errors were fixed. After that the hsv notice device not communicating was dropped. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the device was not communicating and going offline. The customer reported that there was a delay as the user managed to get medication from another machine. There were no adverse events or injuries reported based on this event.